Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited high out of range impedance and an unspecified issue. Patient was stable with no adverse consequences. No further information available.

Event description:
New information received indicated that the right atrial lead exhibited noise. The patient presented in clinic and the device was reprogrammed.